Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the ECG block was loose causing the device to intermittently failed op check test. No patient involvement was reported.